Manufacturer narrative:
The supplemental report is being submitted to provide additional information. The following sections have been updated: b5. E2. E3. G2.

Event description:
Additional information was requested of the customer and the following was provided: it is unknown if the intended procedure was completed with the same or similar device. No additional information is available from the customer.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is complete. The olympus service center confirmed the reported event which was due to a faulty cable unit. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the user applying stress to the cable unit possibly by twisting it. The instruction manual describes the following. The event may have been prevented by following these descriptions. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported to an olympus sales representative, the device had no image during preparation for use. No patient harm or injury was reported. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.